Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a complete separation of silicone at the driveline connection site. There were 2-3 inches of uncompromised driveline distal to the exit site. The protective silicone was substantially broken and shredded over the next 4-5 inches distally. Rescue tape was applied to help protect the line. Log file review captured low power advisories related to the system controller. There was no evidence of driveline conductor issue and the driveline tear thus appeared cosmetic only. A cosmetic driveline repair was performed on (B)(6) 2022. The patient was stable. Related manufacturer reference number for the system controller: (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a complete separation of silicone at the driveline connection site. There were 2-3 inches of uncompromised driveline distal to the exit site. The protective silicone was substantially broken and shredded over the next 4-5 inches distally. Rescue tape was applied to help protect the line. Log file review captured low power advisories related to the system controller. There was no evidence of driveline conductor issue and the driveline tear thus appeared cosmetic only. A cosmetic driveline repair was performed on (B)(6) 2022. The patient was stable. Related manufacturer reference number for the system controller: 2916596-2022-01188.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported separation of the bend relief from the metal connector on the patient¿s driveline was confirmed through the evaluation of the returned portion of the driveline and the submitted photos; however, a specific cause for this event could not conclusively be determined through this evaluation. A distal end driveline replacement was performed by a tech services representative on 07feb2022. Approximately 18¿ of the external portion/distal end of the driveline was returned. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The controller connector pins showed no evidence of damage. Layers of tape were observed approximately 0-4¿ from the metal connector. Upon removal of the rescue tape, a complete separation of the bend relief from the metal connector was observed. Upon removal of the silicone jacket, the bionate cover was discolored, but showed no signs of damage. Fraying and minor breakdown in the metal braided shield was observed along the length of the driveline. An area of more severe breakdown was observed adjacent to the metal connector. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakages in the insulation of any of the driveline wires. The submitted images of the patient¿s controller connector confirmed complete separation of the driveline bend relief from the controller connector. The submitted log file contained data from (B)(6) 2021 12:54:39 through (B)(6) 2022 15:14:20. The pump appeared to function as intended and no other unusual alarms or events were captured. The account reported damage to the patient¿s driveline and requested an external repair due to integrity of the driveline. There were no noted patient adverse events. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 26may2017. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. The patient handbook and IFU also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.